Manufacturer narrative:
The investigation for the reported pump stop has been completed. The returned data logs showed the pump stopped immediately following the initial occurrence of the "impella stopped - motor current high" alarm. The alarms persisted and the pump was unable to restart. Visual inspection of the returned product revealed a large purge gap. No other damage or abnormalities were found. In conclusion, it was determined that the cause of the pump stop was bearing wear after 23 days of use, which is beyond indication. The IFU states: impella cp with smartassist for use during cardiogenic shock section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support as a bridge to heart/kidney transplant. The patient had a past medical history of heart failure with reduced ejection fraction, with a recent ejection fraction of 50%, due to nonischemic cardiomyopathy, an automatic implantable cardioverter defibrillator inserted in 2017, severe mitral regurgitation, status post mechanical mitral valve replacement and left atrial appendage closure clip. The patient presented to the hospital on (B)(6) 2021 with syncope and was transferred to keck for advance heart failure management and mechanical circulatory support. On the 23rd day of support, the pump abruptly stopped operation and was unable to be restarted. This pump was replaced with a new impella cp. The patient continued on support.